Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Pressure and functional testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intravia bag leaked from the bag seal at the base of the IV tubing port where the device connects with the remainder of the bag. The bag contained fentanyl/bupivacaine at the time of the leak. There was no patient involvement. No additional information is available.